Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose level was 277mg/dl. Reportedly, there may have been a temperature change to the pump prior to the current occlusion alarm declaring. During troubleshooting for the current occlusion, a new cartridge was loaded and the pump performed as intended.